Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that the physician attempted to implant the stent graft system. The bifurcate was implanted and deployed, and it was noted that the physician had to "push up hard" to do so. The contralateral limb was then implanted, and another manufacturer's device was used for ballooning. An angiogram confirmed there was significant occlusion of the right internal iliac artery by the stent graft. Another manufacturer's stent was implanted in the left external iliac artery. Two more of the other manufacturer's stent were implanted in the in the right limb to resolve the occlusion in the right iliac artery. No additional clinical sequelae were reported and the patient will be monitored. The physician commented that vessel curvature was taken into account when sizing the graft, but it turned out to be longer than expected, such that a 145 mm stent would have been a better choice.

Manufacturer narrative:
(B)(4).